Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the physician tried to bow the device, and the cut wire broke from the proximal end. It was reported that the device was unable to bow, and no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 39. There were no patient complications reported as a result of this event. Note: a photo of the device was provided by the customer and showed that the cutting wire was broken and kinked.